Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that he is not been using the glucose meter very much because it is uncomfortable, and it is alarming constantly. It was stated that the device is reading accurately. However, a couple weeks ago the customer ended in the hospital because he did not put his insulin pump back on before he left the house. The customer admitted being his fault. He mentioned that seeing a difference in his blood glucose before he had the insulin pump. No further information was provided.